Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 31 ga 5 mm 14 bag 700 cas jp experienced an inability to deliver insulin/medication and were unable/difficult to prime prior to use. The following information was provided by the initial reporter: drug didn't come out when priming.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced an inability to deliver insulin/medication and were unable/difficult to prime prior to use. The following information was provided by the initial reporter: drug did not come out when priming.